Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected source type code. Evaluation summary: (B) (4) no anomalies found, but grommet damage was noted.

Event description:
It was reported that the device sensed an atrial event in the ventricle (crosstalk). The device inhibited ventricular stimulation due to this crosstalk (ventricular pauses, patient with cong. Complete av block). The device was explanted and replaced. No further patient complications have been reported as a result of this event.